Event description:
It was reported that this right atrial (ra) lead has exhibited low out of range pace impedance measurements less than 200 ohms. The ra lead is not a boston scientific product. The impedance measurements were noted to have been decreasing over time and were in the approximately 200 ohms range even before the recent pacemaker device replacement surgery. Evidence is suggestive that this ra lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).